Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported inflation difficulty was not confirmed due to the condition of the returned device. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the complaint handling database revealed no other incidents for inflation difficulty reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that during a procedure of the mildly tortuous, mildly calcified, 95% stenosed, de novo, proximal circumflex artery after stent deployment the 3.5 x 15 mm nc trek balloon dilatation catheter was advanced and inflation with an indeflator was attempted to 10 atmosphere (atm) but the balloon did not expand. After several unsuccessful attempts to inflate the balloon the device was removed from the anatomy without reported issue. A different 3.5 x 15 mm nc trek was used successfully to complete the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.